Event description:
Customer reports strip label expiration date is 08/2008 while using the active system. Acc agent reports electronic records' expiration date is 06/2008. Batch record verification shows expiration date is 06/30/2008. No quality controls were run. No adverse event reported. A request was made for return of the suspect product; a replacement was sent.